Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed with high left ventricular outputs due to high thresholds. The device has been implanted for 21.2 months. The device is at middle of life 2 with a charge time of 7.7 seconds. The health care parctioner requested a longevity estimate because she is concerned about premature battery depletion.